Manufacturer narrative:
Result of investigation: failure analysis: inspected and powered up unit and duplicated ¿unknown blue line appearing in the screen¿ complaint immediately. The complaint is due to the lcd screen failed. Findings/root-cause: the original reported complaint was duplicated; no further investigation is needed.

Manufacturer narrative:
Carefusion file identifier: (B)(4). Any additional information received from customer will be included in a follow up report. At this time carefusion is waiting for components from customer for evaluation. (B)(4).

Event description:
The customer reported unknown blue line appearing in the screen. The customer stated that there was no patient involvement associated with this event.